Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in the (B)(6), who is from (B)(6), underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient¿s son reported that there was a mild, yellowish discharge in the stoma site. It was reported that the patient had no fever and there was no inflammation or foul smell. The patient took unspecified prophylactic antibiotics five days post discharge and a gastroenterologist advised to clean the stoma site with antiseptic solution and keep wound dry. On (B)(6) 2020, it was reported that the patient was treated with augmentin, clindamycin, and amoxicillin.